Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the device confirmed wire damage that would have contributed to the reported low speed events captured in the submitted log file. Additionally, superficial driveline damage was confirmed based on the evaluation of the distal end of the patient¿s driveline returned. The submitted log file contained data from 09may2019 through 11jun2019. Beginning on (B)(6) 2019 at 13:12:47, the log file captured multiple low speed events while the system was supported by the power module. During these events, speed dropped as low as 2570 rpm, and the pump struggled to operate above the low speed limit of 8800 rpm. The alarms appeared to resolve when the patient switched to battery power at the end of the log file. The pump was returned assembled. The sealed inflow conduit (inlet tube, sealed inflow conduit flex section, and inlet elbow) and the apical sewing ring were not returned. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft and sealed outflow graft bend relief were not returned. Evaluation of the outlet elbow revealed no evidence of denatured or laminated depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the device revealed no evidence of developed depositions or thrombus formations. The driveline was severed approximately 2¿ from the pump housing. A distal segment adjacent to the metal connector measuring approximately 19¿ was also returned. This segment was extensively wrapped in white tape with silicone jacket damage underneath. Additionally, the proximal 4¿ of this distal segment was returned with the silicone jacket, bionate layer, and metal braided shield removed. Also, a segment of the replacement driveline adjacent to the metal connector was also returned after the pump exchange which contained the repair measuring approximately 32.5¿. This segment had clear and white tape wrapped around approximately 3¿ of the driveline immediately proximal to the repair. An electrical continuity test of the driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing. The clear bionate layers showed no evidence of damage. An area of metal braided shield breakdown was observed on the 32.5¿ distal segment approximately 29¿ from the metal connector. Visual and microscopic inspection of the underlying wires did not reveal any areas of damage along the length of the driveline. The driveline was then submerged in a saline solution for hi-pot testing to check for current leakage through the wire insulation, and a breach was observed on the yellow wire of the 32.5¿ distal segment approximately 28.5¿ from the metal connector, adjacent to the area of braided shield wear. The damage to the yellow wire¿s insulation appeared to be the result of fatigue failure due to repetitive movement and abrasion against the braided shield. The yellow wire represents one of the two redundant wires that comprise phase 1 of the three-phase motor. If the exposed conductors of the yellow wire contacted the braided shield while the system was operating on a tethered power source (such as the power module), the resulting electrical short to ground would have caused the low speed events recorded in the submitted log file. The current heartmate ii lvas IFU discusses pump speed, power, flow, and pulsatility. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The section entitled ¿alarms and troubleshooting¿ contains information regarding alarms on the system controller, including the low speed advisory/hazard alarms, and the proper actions associated with them. This section also provides information on driveline care and cleaning. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 5 years, 1 month. The device was returned for investigation. The evaluation is not yet complete. The patient remains ongoing with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported patient had multiple speed drops below the low speed limit and had some taped up damage to the external portion of the percutaneous lead (driveline). Patient was put on an ungrounded patient cable. Log files were reviewed and speed drops and pump stops were confirmed on (B)(6) 2019. These events all occurred while connected to a power module. A percutaneous lead repair was performed on (B)(6) 2019. The patient remained asymptomatic. There have been no pump stops following the repair, however, patient has remained on an ungrounded cable. No x-rays were obtained. Patient underwent a subcoastal pump exchange on (B)(6) 2019. The pump was exchanged for an internal driveline short to short phase following an external driveline repair. No additional information was provided.